Event description:
It was reported that during atrial anti-tachycardia pacing (atp) therapies, the atrial pacing was oversensed in the ventricular chamber which inhibited the right ventricular pacing in the pacer dependent patient. The atrial therapies were tuned off and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.